Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: bd received samples from the customer facility for investigation. Testing (hub leak) to confirm the claim could not be conducted as the actual sample was not cleaned. The sample was evaluated and showed no visual defects. Additionally, (B)(4) retention samples were selected for evaluation, and the customer's indicated failure mode for leakage from hub was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the bd vacutainer® luer-lok¿ access device was connected with extension tubing for blood collection. Blood leaked from the hub of a bd vacutainer® luer-lok¿ access device during blood collection. No serious injury or medical intervention reported.